Event description:
It was reported that the patient was hearing a tone emitted from the device. Shortly afterward the patient was seen at the doctor's office and the device was at elective replacement indicator. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient was hearing a tone emitted from the device. Shortly afterward the patient was seen at the doctor's office and the device was at elective replacment indicator. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hearing a tone emitted from the device. Shortly afterward the patient was seen at the doctor's office and the device was at elective replacement indicator. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.